Event description:
It was reported that the customer experienced high blood glucose levels which were not resolved by 4 infusion set changes within the same day. The blood glucose reading was 484 mg/dl. The customer stated that she had consumed 30 grams of carbohydrates while she was at work, which was when she changed the infusion set out for the second time. The blood glucose reading at the time was 400 mg/dl. She treated using the insulin pump. She complained of cloudiness, fatigue, thirst, headaches, and sweatiness. She noted that she had reverted to her back up plan of manual injections, since her blood glucose levels did not lower after a bolus. Unable to complete troubleshoot due to a lack of tubing clamps. Advised the customer to call back to continue. The most recent blood glucose reading was 421 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.